Event description:
Patient's son reported that his mom had hernia surgery in late 2006 with a mesh implanted. The patient was admitted to the hospital and the mesh was explanted in 2007. It was reported that the doctor said the coil came apart from the mesh and she also had an infection. Patient had the infection prior to the explant of the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Initial reporter did not provide any contact information, therefore there is no means for use to follow-up for add'l information. We therefore, consider this report complete to the best of our current knowledge.